Manufacturer narrative:
On 2/5/2020, mentor became aware that date of explant was (B)(6) 2020 with confirmed left side rupture. Hence, explantation date has been added as (B)(6) 2020 under field d7 on this form. The patient removed her implants and didn't replace them. On 2/18/2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/13/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during visual analysis of the sample was found a tear in the anterior view, measuring approximately 10.0 cm. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. . Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the implant was also ruptured upon explantation at an unknown date. Additional follow-ups are in progress, and when additional information is received, supplemental report will be submitted. Following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - field h6 device code "material rupture" has been added - field h6 patient code "no code available" has been added - field h6 method code has been updated to "device not returned" this supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with 300cc mentor memorygel breast implant on both sides and was presented with bilateral capsular contracture; baker grade IV. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s left-sided device.